Event description:
It was reported the catheter was placed into the patient's left radial artery in the cctc. Two days after insertion, the catheter became positional and inaccurate. As a result, it was removed and discontinued. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).